Event description:
The customer received an erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially resulted as 0.03 uiu/ml and this value was reported outside of the laboratory. One of the lab personnel noticed fibrin in the sample. The fibrin was removed and the sample was repeated, resulting as 3.37 uiu/ml. The 3.37 uiu/ml value was considered to be correct and was also reported outside of the laboratory. The patient was not adversely affected by the event. The tsh reagent lot number was (B)(4) with an expiration date of 10/31/2012. The field service representative could not determine a cause for the event. He checked all voltages, checked instrumentation accuracy, and ran performance testing. The performance testing passed and the customer ran quality control with all values within their tolerable limits. The customer did mention that they used a three minute stat centrifuge for the problem sample and when they checked the sample, it had material floating in it during the initial run.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control data were within expectations. There was no indication of any reagent or system issue. Instrument performance checks were within limits. No instrument issue was found. The customer stated they used a three minute stat centrifuge for the problem sample and when they checked the sample it had floating material in it during the first run. The most likely reason for the event may be that insufficient sample volume was pipetted due to incomplete clotting in serum or improper sample preparation. The patient was not adversely affected by the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.